Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: second unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with unknown mentor saline prostheses. The patient developed blood pressure changes starting in 2015. In 2016, the patient was diagnosed with dizziness, vertigo, seizures, auto immune disorder, and immune deficiency. At the time of this report, mentor has received no information regarding explant date. This report is for first of the two prostheses. See manufacturer report number 1645337-2018-05847 for the second prosthesis.